Event description:
When moving the couch using the gantry buttons during an interventional procedure, the user has to wait a few seconds for the new position to update. If the user does not wait enough time, the images are not updated on the screen and they get the same images from the last cycle but with the wrong couch and needle position. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).